Manufacturer narrative:
A ge service rep performed an onsite investigation. The cpu board, kv control board and the backplane were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It is reported the system would intermittently shutdown during procedures. There is no report of death or serious injury.